Event description:
It was reported on (B)(6) 2015 from a nurse that the settings of the patient were at what appeared to be faulted diagnostic settings when reviewing the patient's information. She mentioned that the last time the patient was seen on (B)(6) 2015, they were having issues with their programming system, which was reported in MFR#1644487-2015-05134. The nurse was reminded of the need for a final interrogation and how the settings change can occur. The programming history also revealed that the programming anomaly did occur about (B)(6) 2015 with a final interrogation, but no correction in the settings.